Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo sheath and a hemostatic valve separation issue occurred. The vizigo sheath was letting air in the system. It could be that the valve is letting air in. The doctor found out when he tried to get back-flow. He showed the caller the syringe with the air bubbles and the caller confirmed that the syringe was filled with air bubbles. Changed the vizigo sheath and it was normal. The procedure was not delayed due to the reported issue. The procedure was successfully completed. No patient consequence was reported. Additional information was received. This part had a leakage issue. The hemostatic valve dislodged inside the hub. The sheath was being used on the patient. Air did not enter the patient¿s body. Confirmed no patient consequence. Did not require treatment. No needle was used in the vizigo.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 10-sep-2025, noted a correction to the 3500a follow-up #2 as should have processed the h4. Device manufacture date field. In addition, should have included in the h11. Additional manufacturer narrative section: h4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with vizigo sheath and a hemostatic valve separation issue occurred. The device evaluation was completed on 18-aug-2025. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was in its place; however, it was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken hemostatic valve observed could be related to the hemostatic valve separation issue reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).